Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an ankle surgery, the twinfix threads deformed and could not fit, bolt sliding buckle, the screw was also broken. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.

Event description:
It was reported that during an ankle surgery, the twinfix threads deformed and could not fit, bolt sliding buckle, the screw was also broken. The pieces were removed from the patient using tweezers. The procedure was successfully completed with non-significant delay using a back-up device. The back up device was used in the original bone hole. The current patient health is good and no other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor is deformed and the threads are broken. There is debris on the device. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.